Event description:
It was reported that this right ventricular (rv) lead had possibly migrated. Patient presented pain on the left side. During interrogation it was found to have high capture thresholds measurements and failure to capture. The physician determined that the lead had perforated. The lead was then extracted. No additional adverse patient effects were reported.